Event description:
It has been reported to philips that c-arm movements were not functioning. The system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that c-arm movements were not functioning. Review of the system log file showed errors with geometry. As a part of troubleshooting action fse found that the c-arm power supply fuses were blown in the geometry I/o box. Fse replaced the fuse in geometry I/o box, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.